Event description:
It was reported that the procedure was to treat multiple lesions on the left side. Two non-abbott stents were implanted and 3 xience skypoint stents were implanted. A 4.0x8mm xience skypoint was placed in the proximal left anterior descending artery (lad) with over 90% stenosis and a 2.5x15 xience skypoint was placed in the proximal left circumflex with over 80% stenosis. The angiogram taken at the end of the case was clear and open. During this case the patient was on heart pump; however, no adverse patient effect or clinically significant delay was reported. However, 30 minutes later the patient came back to the cath lab with cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed by multiple staff members and a heart pump was used again. The patient had acute stent thrombosis of both the 4.0x8mm xience skypoint and the 2.5x15 xience skypoint. The lesions were re-wired and non-compliant balloons were used to open the thrombosis. Aspiration was also used to remove the clot. The patient was stabilized and transferred to the intensive care unit (ICU). No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional xience skypoint device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cardiac failure and thrombosis are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.